Manufacturer narrative:
The lot history record of the reported lot number have been reviewed and no quality issues were noted. The device was received; however, the evaluation has not yet been completed. Once the evaluation is complete a supplemental report will be resubmitted with the analysis findings. (B)(4).

Manufacturer narrative:
The pushwire of the solitaire stent was returned for analysis. The device was examined and no issues were found with the marker coil of the pushwire. The detach ball weld was found to be slightly deformed. Based on the investigation, the cause of reported event cannot be conclusively determined due to the damage condition of the returned device. However, based on the information reported resistance and tortuous anatomy may have contributed to the reported event. Please note the solitaire fr instructions for use (IFU) warnings: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration. To retrieve thrombus, slowly withdraw the microcatheter and solitaire fr revascularization device as a unit to the guide catheter tip while applying aspiration to the guide catheter with a 60cc syringe. Never advance the deployed solitaire fr revascularization device distally. Note: ensure microcatheter covers proximal marker. (B)(4).

Event description:
Medtronic (covidien) received information that during a mechanical thrombectomy for an acute stroke, the solitaire fr separated from the pushwire as it was being retrieved after the second pass. The physician tried to capture it with snare device but failed. The solitaire was left within the right m2. Urokinase was administrated and the vessel was revascularized. Thrombolysis in cerebral infarction (tici) 2b - 3 was achieved. Computed tomography scan post procedure revealed asymptomatic hemorrhage. No treatment was provided and no other complications were reported. Per the physician, the asymptomatic hemorrhage was likely caused by stretching of the vessel during the procedure. The vessel was reported to have been slightly severe in tortuosity, and moderate in diameter. The patient has since recovered with no after effects.